Manufacturer narrative:
Returned for evaluation was a 4f soft-vu catheter. A visual review of the device noted a fracture near the tip, on the shaft of the device, and a fracture in the soft tip. The shaft fracture occurs 1.1cm from the weld joint. The soft tip fracture occurs 1.5cm from the tip. There is no sign on brittleness near the soft tip fracture. The device met all dimensional specifications. The customer's reported complaint description of soft-vu fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined, although it does not appear to be manufacturing related. The event description states that resistance was encountered when retracting the device through an existing stent in the patient. Continuing to retract while experiencing resistance is most likely the root cause to the fracture. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "do not insert catheters directly through synthetic vascular grafts. Insert through a sheath introducer. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Reshaping of the catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. When retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter, or both" a review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on may 25, 2017: the physician was performing an angioplasty of the left leg. He was going up and over from the right groin. Patient had two existing iliac stents. The physician used an amplatz wire because he was worried about getting through the tortuous anatomy. When backing the sos omni catheter out of the patient, the wire got caught on one of the patient's stents. He used force to pull the wire back after he met resistance from the stent. Imagining showed that a portion of the radiopaque tip detached from the proximal end of the catheter. The physician was able to retrieve all pieces through the sheath and complete the procedure with no harm to the patient. The reported defective disposable device has been returned to the manufacturer for evaluation.